Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event

Event description:
It was reported that customer experienced high blood glucose readings that showed as ¿high¿ on both continuous glucose monitor and blood glucose meter, with cause unknown. Customer delivered correction bolus via pump, confirmed proper insulin storage and correct personal profile settings, and worked with technical support to inspect infusion site, tubing, and connections with no issues identified; customer was advised to consult healthcare provider about factors affecting blood glucose and to replace supplies as needed before resuming insulin therapy.